Manufacturer narrative:
No implants were made available for review as they remain in-situ. Based on review of the x-rays provided, the left l5 set screw has disassociated from the construct. Operative notes state the set screws were tightened according to seaspine's torque specifications. The surgeon and patient do not have any plans to revise at this time and will continue to monitor the patient for pain and/or indications of required surgical intervention. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain

Event description:
A (B)(6) patient was diagnosed with isthmic spondylolisthesis and foraminal stenosis at l5-s1 and therefore underwent spinal surgery on (B)(6) 2020 consisting of seaspine's mariner pedicle screw system from l5-s1. On (B)(6) 2020, seaspine was made aware of a l5 set screw loosening in the postoperative period.